Event description:
The complaint description was reported as: stapler does not remove staples well, does not press down in the middle adequately and therefore, leaves one side of the staple still in patient's skin and is very difficult to remove. No intervention reported.

Manufacturer narrative:
Investigation is ongoing and evaluation is not yet available at time of this report. A follow up report will be sent as soon as it is available.